Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. : in the initial report, the device manufacture date provided (09/03/2011) was incorrect. The correct date of manufacture is 12/09/2011 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) (B)(6). The phacoemulsification unit was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the instrument manager printed circuit board. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a 2011 communication error. No patient injury reported.